Event description:
The current technology state is that membrane oxygenators do not contain alarm systems that indicate proper function of the device. There are systems that are available to the medical professional that monitor blood oxygen content that are sold separately.